Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use, during initial dwell. The technical service representative (tsr) explained the alarms and had the hp cycle the power twice to clear them. The home patient (hp) left the clamp on the unused supply line open. The tsr explained that this was what caused the alarm and told the hp the supplies were compromised. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr advised the hp to start over with new supplies and the rn within the next 24hours and let them know what happened. Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The pd rn stated they did not know about the reported problem, the patient has not contacted them regarding the alarm. The pd rn stated they will attempt to contact the patient to obtain additional information, and if so they will contact baxter back. No further information was obtained at this time. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.